Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the her pain stim was removed 6-7 moths prior to the report because it did not help. No further complications were reported.